Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. This product is distributed by (B)(4) and manufactured by (B)(4). (B)(4).

Event description:
The customer reported that the secondary tubing broke off into the primary tubing port when the user was trying to change ivs. There was no report of any patient harm.

Manufacturer narrative:
(B)(4). The customer¿s report that the secondary tubing broke off into the primary tubing port was confirmed. The codan secondary (suspect) was visually inspected; the distal male luer was observed with a severed tip. The primary set (concomitant) was visually inspected; the first smartsite was observed to have a broken piece lodged in the piston. The broken piece was found to be part of the male luer from the non-bd secondary set as reported by the customer. The male luer tip was removed from the (concomitant) smartsite. There was no damage observed to the smartsite piston. Functional testing was performed; the set flowed freely and showed no signs air introduced into the line. The concomitant set was loaded into a lab pump module; the infusion ran for one hour, a visual inspection of the primary set revealed no leaks. The set was then pressure tested; there were no signs of leaking. The root cause that the secondary tubing broke off into the primary tubing port was not identified.